Manufacturer narrative:
The device is being investigated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the patient therapy controller (ptc) began to exhibit display screen issues and an error message. Troubleshooting was performed but the error message persisted. There was no patient involvement and the device was returned for evaluation.

Manufacturer narrative:
The manufacture date was corrected in this supplemental report. (B)(4).

Manufacturer narrative:
Device evaluation summary: the returned patient therapy controller was subjected to external and internal visual examinations, as well as, functional and electronic testing. The reported event could not be confirmed. The patient therapy controller performed per specification. (B)(4).